Event description:
It was reported that the subject programmer suddenly started to boot loop and will not power on normally and is unusable.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the subject programmer suddenly started to boot loop and will not power on normally and is unusable.